Manufacturer narrative:
Citation: panchal hb. Mortality and major adverse cardiovascular events after transcatheter aortic valve replacement using edwards valve versus corevalve: a meta-analysis. Cardiovasc revasc med. 2016 jan-feb;17(1):24-33. Doi: 10.1016/j.carrev.2015.11.005 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature meta-analysis regarding mortality and major adverse cardiovascular events after transcatheter aortic valve replacement. All data were collected from multiple centers from 2000 to 2014. The study population included 12,249 patients, 6,504 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients in-hospital, 30-day, and one-year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: myocardial infarction, stroke, new left bundle branch block (lbbb), new permanent pacemaker implant, vascular complication and bleeding. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.